Event description:
It was reported that the patient had an advance sling implanted in 2014. A new artificial urinary sphincter (aus) consisting of a cuff, pump, and balloon were implanted due to recurring incontinence. Following the sling implant, the incontinence had improved and the patient was dry until recently in the last 6 months. The aus was successfully implanted.